Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("I feel great n only coil removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I feel great n only coil removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pollakiuria ("urinary frequency"), pruritus ("itchy"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), abdominal pain upper ("stomach sharp pains"), menorrhagia ("bad long clotting periods") and pain in extremity ("legs score and pain all time") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal was resolving, the pollakiuria, pruritus and weight increased had resolved and the abdominal distension, feeling abnormal, abdominal pain upper, menorrhagia and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, feeling abnormal, medical device removal, menorrhagia, pain in extremity, pollakiuria, pruritus and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events brain fog, bloating, bad long clotting periods and legs score and pain all time added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I feel great n only coil removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pollakiuria ("urinary frequency"), pruritus ("itchy"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), abdominal pain upper ("stomach sharp pains"), menorrhagia ("bad long clotting periods") and pain in extremity ("legs score and pain all time") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal was resolving, the pollakiuria, pruritus and weight increased had resolved and the abdominal distension, feeling abnormal, abdominal pain upper, menorrhagia and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, feeling abnormal, medical device removal, menorrhagia, pain in extremity, pollakiuria, pruritus and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I feel great n only coil removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pollakiuria ("urinary frequency"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and pollakiuria outcome was unknown. The reporter considered medical device removal and pollakiuria to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Event urinary frequency was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I feel great n only coil removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pollakiuria ("urinary frequency") and pruritus ("itchy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, pollakiuria, pruritus and weight increased outcome was unknown. The reporter considered medical device removal, pollakiuria, pruritus and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: pfs received : events added- weight gain and itchy. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I feel great n only coil removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pollakiuria ("urinary frequency"), pruritus ("itchy"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), abdominal pain upper ("stomach sharp pains"), menorrhagia ("bad long clotting periods") and pain in extremity ("legs score and pain all time") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal was resolving, the pollakiuria, pruritus and weight increased had resolved and the abdominal distension, feeling abnormal, abdominal pain upper, menorrhagia and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, feeling abnormal, medical device removal, menorrhagia, pain in extremity, pollakiuria, pruritus and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events brain fog, bloating, bad long clotting periods and legs score and pain all time added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I feel great n only coil removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pollakiuria ("urinary frequency") and pruritus ("itchy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown and the pollakiuria, pruritus and weight increased had resolved. The reporter considered medical device removal, pollakiuria, pruritus and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event outcome added for all previously reported events. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I feel great n only coil removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.